Manufacturer narrative:
Only the distal portion of the lead was received for investigation. Visual examination revealed insulation cuts on the proximal end of the portion of the lead received, consistent with that occurring at the time of explant. No insulation abrasion was noted. Electrical testing was performed and no anomalies were noted. Other damage found was consistent with that occurring at the time of explant. The reported event of insulation abrasion and lead dislodgement was unable to be confirmed.

Event description:
During a device replacement procedure due to normal eri, insulation damage was noted on the left ventricular (lv) lead. The lv lead was also noted to be dislocated. The distal part of the lead was explanted and the proximal end of the lead was capped. A new lv lead was implanted and the patient is in stable condition.